Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was placed for a popliteal block and used successfully. The patient was discharged. The parents were told to remove the catheter once the on-q pump was empty. As they were removing the catheter, it got stuck and started to unravel. At which time, they contacted the hospital. The patient returned to the hospital and an x-ray was taken. The nurse seemed to think the catheter had gotten caught up at the tunnel site. The on call nurse was able to remove the catheter with the use of forceps. There was no delay in treatment, no patient death and no patient complications were reported. The patient was fine after the catheter was removed.